Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found that all released product met release criteria. The reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered after compounding, but prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.